Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.6-5.7cm from the connector pin. External insulation abrasion was noted at 8.2-8.6cm from the distal end. Externalized conductors due to internal and external insulation abrasion were noted at 9.2-11.4cm from the distal end. The etfe coating was intact at these locations.

Event description:
It was reported that exernalized conductors were observed via an x-ray check before a planned generator change-out. Due to unrelated difficulties of implanting the replacement lead, the replacement operation was canceled. The lead was later explanted. The patient was okay post-procedure.